Manufacturer narrative:
No unexpected no delivery alarm during testing. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm during bolus/basal. The customer stated that they had high blood glucose of 461 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined to troubleshoot. The insulin pump was returned for analysis.